Event description:
The account alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The technician found a broken weld on the side rail center latch mechanism. The technician replaced the side rail center latch to resolve the issue.